Event description:
Additional information was received the event started on (B)(6) 2019 and was officially diagnosed on (B)(6) 2019 after appropriate testing. The patient had symptoms of dizziness and lightheadedness, confusion, lip numbness, and left finger/hand numbness. A cta was performed and the type of stroke was likely thromboembolic infarct. IV heparin was added to the patient treatment that may have contributed to the event. There were no changes to pump parameters.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of the device. Additionally, a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The device was returned assembled with the driveline (dl) severed approximately 10¿ from the pump housing. A distal portion of the dl was returned measuring approximately 29.5¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of the device, a laminated thrombus formation was observed adhered around the inlet bearing ball. The concentric layering and areas of denaturation suggest that this deposition developed in this location over an undetermined period of time. Further examination revealed a small tissue-like deposition adjacent to the bearing ball within the proximal-side of the outlet stator. Its areas of denaturation suggest that this deposition was present in the device for an undetermined period of time; however, the lack of concentric layering indicated that this deposition did not initially form in the outlet stator and likely, originally formed elsewhere. Although the origin of this deposition could not be determined, areas were similar in color and texture to the inlet stator thrombus, suggesting that it may have broken off from the inlet stator thrombus before lodging in the outlet stator. The evaluation of the device could not conclusively determine a cause of the development of the observed thrombus. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The heartmate ii lvas IFU lists stroke and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section also provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported the patient had a stroke and pump thrombosis. Patient underwent a pump exchange on (B)(6) 2019.